Event description:
It was reported that 4 days after implantation of an intraocular lens (iol) in the left eye (os), the patient presented complaining of vision loss and eye pain. Slit lamp examination identified a fibrin reaction with hypopyon. Based on the findings the surgeon concluded the cause as endophthalmitis. Two days later, the patient was evaluated by a retina specialist who noted the view of posterior segment was limited due to vitreous opacity. A vitreous tap was performed, and an injection of vancomycin and ceftazidime was administered. The patient's best corrected visual acuity (bcva) decreased to hand motion. In the implanting surgeon's opinion, the most likely cause of the event could not be determined. The patient¿s outcome is unknown, as they have not returned for follow-up and cannot be reached. The following medications were prescribed for use at home post-operatively: prednisolone 1%: 1 gtt qid x 2 weeks, then tid x 2 weeks (total duration: 1 month) ofloxacin 0.3%: 1 gtt qid x 7 days ketorolac 0.5%: 1 gtt qid x 2 weeks, then tid x 2 weeks (total duration: 1 month)

Manufacturer narrative:
Although requested, the device was not returned for evaluation. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.